Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the system was having aspiration issues, the cautery did not work, and the foot pedal was not working properly. There was no harm to the pt. Additional information has been requested, but none has been received.